Manufacturer narrative:
As of this filing, the damaged 4x8mm oval bur, long carbide has not been returned/received from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The customer reported that during use of the 4 x 8mm oval bur, long carbide in an elbow arthrotomy procedure on (B)(6) 2016, the "bur broke at the laser etch line". As reported, the broken portion was removed safely with an arthroscopy grasper. There was no patient injury and only minor delay of a few minutes with this reported breakage. The male patient was discharged as per routine procedures for this type of surgery. This report is raised on the basis of potential injury with recurrence.

Manufacturer narrative:
One (1) used/damaged oval bur, long carbide was returned to conmed for evaluation on 13-jun-2016. Visual inspection of the returned bur found the tip of the bur broke at the laser etched line and the broken portion was returned. This lot with the (B)(4) was manufactured on 29-jul-2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to the reported bur tip breakage. (B)(4). There have been no serious injuries or death related to the reported breakage or the use of this device. Nonetheless, due to an escalation of complaints of the reported breakage for this product family, an investigation has been opened to address this issue. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of breakage and patient injury, the handpiece manual provides the user with the following precautions: always use the proper bur guard or attachment for the handpiece, as required, for the correct bur length and surgical procedure being performed. Always inspect for bent, dull or damaged burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not use burs for plunge cutting. Damage or injury may occur.